Manufacturer narrative:
Additional information for supplemental medwatch report. Ventec received a copy of voluntary medwatch report number mw5105465 which had been submitted by the patient's family (and healthcare proxy/poa) which stated the following: my brother (B)(6) has als and is a resident at the (B)(6). (B)(6) am filing this on (B)(6) behalf since communication is challenging for him ( I am also his healthcare proxy/poa). Yesterday morning his vocsn multi-function ventilator completely shut down without warning. (B)(6) was alone in his room. I was told in a debrief call today that a vent alarm was triggered outside (B)(6) room, and a responding nurse found (B)(6) unresponsive. Code blue was activated and (B)(6) was bagged via his tracheostomy (which revived him) until another ventilator unit could be connected. The voscn company was notified of the malfunction and a design rep arrived today to examine the unit. I understand that a definitive root cause has not yet been identified, and I was told the voscn designer representative would be taking the unit back to the company to investigate/evaluate it further. My contact number is (B)(6). My address: (B)(6). (B)(6). I spoke with the asst., director of nursing, (B)(6), who is familiar with (B)(6) medical care note: on the next page of this form there's a question "was someone operating the medical device when the problem occurred?" I answered "no" because no one was interacting with the machine; however, it was operating, as it provides continuous ventilation support for (B)(6). (B)(6) ((B)(6) residence) has the current list if it is necessary to obtain (with (B)(6) permission). FDA safety report ID# (B)(4). Additionally, ventec received an email directly from the patient. As a result of the new information, section a1, a3 and b7 of supplemental medwatch report 001 have been updated, accordingly. Device evaluation results for supplemental medwatch report. H6: ventec received the device and has performed an initial evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator alarmed and then "stopped working" during patient use. The respiratory manager reporting the event advised that the patient's color had changed, indicating likely oxygen desaturation, and was placed on a new ventilator for care. No further details about the patient or the event were provided. Ventec has reached out to the reporter in an attempt to obtain additional information, but no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec evaluated the device and confirmed the reported issue. Ventec opened the device to perform an internal inspection where it was observed that there was electrical damage to multiple components on the control board. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board; however, due to the nature of the damage further component level cause could not be conclusively determined.